Manufacturer narrative:
Review of manufacturing records related to lot number 2413260 did not highlight any pre-existing anomaly or non-conformity. The manufacturer will submit a final report as soon as the investigation is completed.

Event description:
Custom made humeral component (cmd 22-1166 humeral implant - part code 9617.25.31f, lot. 2413260, ster. (B)(4), that was originally implanted on (B)(6) 2024, has been reported loose and requires revision surgery. The surgeon has requested a replacement custom-made device (cmd 26-1246), specifying that the patient presents with absence of metaphyseal bone. During original procedure performed on (B)(6) 2024, the patient was implanted with the following additional tema components: ulnar stem #u6.5 (part code 1575.14.040, lot. 2002823, ster. (B)(4); ulnar body large right + screw (part code 1552.14.021, lot. 2309994, ster. (B)(4); ulnar liner - large right (part code 1560.50.021, lot. 19at1cs, ster. (B)(4); humeral body large right+screw (part code 1550.15.121, lot. 2022001, ster. (B)(4); axle #large (part code 1590.15.020, lot. 2227696, ster. (B)(4). Revision surgery has not yet been planned. Patient is female, date of birth (B)(6)1965. The event occurred in the united states.